Event description:
It was reported that the suture was used 3 to 4 months ago for thigh lipoma and back nevus and another unknown procedure. Patients developed post-operative infections. The wounds had to be opened and packed to heal by secondary intention. The exact number of patients involved is not known at this time.